Manufacturer narrative:
Device analysis. A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the mfg records for this particular batch namely top assembly batch #8995730 found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause could be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician advanced the 2.50 x 12mm taxus express2 drug eluting stent to a calcified lesion in an unk vessel. The physician was unable to cross the lesion. When the physician removed the 2.50x12mm taxus stent, it was observed that a stent strut was sticking out on the side. The physician pulled another of the same size taxus stent and successfully completed the procedure. No pt complications were reported and the pt condition is reported as okay.